Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced batteries within the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, battery indicator leds showed the batteries were depleting faster than normal. Preliminary log analysis found an error message. No additional information was provided. There was no patient present when this issue was identified.